Manufacturer narrative:
There was no pt involvement. Product malfunction noted in kit inspection. Requests have been made for the return of the product. Eval is pending upon completed investigation of the product.

Event description:
On (B)(6)2009, during a kit inspection in the office, the sales rep found the tulip head disassembled from screw. There was no pt involvement. This malfunction has been associated with an adverse event in the past.